Event description:
Boston scientific received information that this patients entire system was explanted due to syncope. The patient also had a swollen face and one hand colder than the other. Additionally it is believed that the patient has superior vena cava syndrome. The competitor leads were also removed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.